Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: tsauo, j., zhao, h., zhang, x., ma, h., jiang, m., weng, n., & li, x. (2018). Changes in arterial oxygenation after portal decompression in budd¿chiari syndrome patients with hepatopulmonary syndrome. European radiology, 29(6), 3273¿3280. Doi: 10.1007/s00330-018-5840-1.

Event description:
It was reported in an article from the journal of european radiology titled " changes in arterial oxygenation after portal decompression in budd¿chiari syndrome patients with hepatopulmonary syndrome " that 25 patients with budd¿chiari syndrome (bcs) underwent balloon angioplasty and transjugular intrahepatic portosystemic shunt (tips) creation. Two patients, including one with moderate hepatopulmonary syndrome (hps) and one without hps, had mild hepatic encephalopathy 1 month after tips creation. These two patients were treated with lactulose monotherapy. The status of the patients was not provided.